Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter displayed a message of ¿out of range¿. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 12pm. The patient manages his diabetes with insulin (no adjustments); however it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, four (4) hours after the alleged meter issue occurred, the patient reportedly developed a symptom of shaking. In response to his symptom, the patient reportedly skipped his usual dose of 20 units of insulin for that time of day; it is not clear however, when the patient¿s symptom abated. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time and noted the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.